Manufacturer narrative:
(B)(4). The reported device is not available for evaluation. The event is currently under investigation.

Event description:
It was reported that a performer introducer was used during an unspecified procedure. The hub disconnected from the sheath and the sheath migrated inside the patient's body. The user had to create a new incision in the neck to retrieve the sheath. Forceps were used to remove the sheath. There were no reported adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, and quality control data was conducted during the investigation. The complaint device was not returned and no images were provided therefore, device failure analysis and physical examination of the device used in this case could not be performed. Review of the device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. A document-based investigation evaluation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.